Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported difficulty removing was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints. The investigation determined that the reported difficulty was due to case circumstances. The difficulty removing was the result of the multiple kinks noted on the returned sheath. The kinks likely occurred during use. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the left external iliac artery. A 9.0x40mm absolute pro self-expanding stent was deployed without issues; however, during removal of the delivery system resistance with the introducer sheath was felt. The delivery system and introducer sheath were removed as a unit. The procedure was successfully completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.